Manufacturer narrative:
The customer reported that 3 of their transmitters are constantly toggling from old patient information to "patient not found" error on their central nurse's station (cns). Nihon kohden technical support logged into the cns that was monitoring the device in question, and found that these 3 devices were pushing for adt information every 3 seconds or so. The customer rebooted their cns multiple times, but the issue persisted. No harm or injury reported. The customer will be collecting cns event logs in order for further troubleshooting to occur. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 3 transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown. PMA/510(k) number. Device manufacturer date.

Event description:
The customer reported that 3 of their transmitters are constantly toggling from old patient information to "patient not found" error on their central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that 3 of the telemetry transmitters were constantly toggling from old patient information to a "patient not found" error message on the central nurse's station (cns). Nihon kohden technical support (nk ts) logged into the cns that was monitoring the device in question and found that these 3 devices were pushing for adt information every 3 seconds or so. The customer rebooted the cns multiple times, but the issue persisted. No patient harm or injury was reported. Investigation summary: the customer stated they had tried discharging and readmitting the patient, but the problem persisted. Nk ts requested clinical (cits) to assist, who spoke with the reporting customer and found that the issue had appeared on three beds. The customer was unable to reboot the org. Cits was able to determine that mirth was receiving adt requests from these three telemetry devices every couple of seconds. An email from the reporting customer stated they were able to resolve the issue by changing the names of the affected receivers. The root cause is determined to be the facility's network environment. No evidence of a device malfunction was identified. Naming conventions for devices are managed by the facility they operate in. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that 3 of the transmitters are constantly toggling from old patient information to a "patient not found" error message on the central nurse's station (cns).